Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted in attempts to primary stent a calcified lesion in the left anterior descending artery. The stent was unable to cross the severely calcified target lesion, therefore, it was pulled back into the guide catheter and removed from the pt. A 2.0mm ptca balloon was then inserted to pre-dialate the lesion. The s660 stent was then re-inserted and still was unable to cross the lesion, therefore it was pulled back into the guide catheter. Upon removal of the device from the pt, the stent was not on the delivery balloon. User medwatch report states they performed fluoroscopy extensively and did not see the stent for retrieval. The undeployed stent remains in the pt's arterial vasculature. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The severe calcification of the lesion and no 1:1 pre-dilatation contributed to the stent not being able to cross the lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while it was still engaged in the coronary artery.